Event description:
The following information was reported on (B)(6) 2011, to kci by the doctor's medical assistant: on (B)(6) 2011, the patient had a CT scan of the abdomen for a non healing wound. It was noted that there was a draining sinus tract in the midline of the abdomen. On (B)(6) 2011, the patient underwent an incision and drainage with general anesthesia of the abdominal wound. The surgeon found what appeared to be a piece of foreign material alleged to be v.a.c. Whitefoam in the midline sinus of the abdomen. The piece was intact and there was only one piece. The wound was then irrigated and the patient was placed on antibiotics prophylactically. On an unknown date, the patient had a follow-up appointment and the patient was feeling better.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Whitefoam was inadvertently left in the wound. The foreign body was returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no alleged product malfunction. There have been several attempts made to gather additional information, but there has been no response. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.